Event description:
There were difficulties engaging the atrial and ventricular setscrews on this pacemaker during the implantation procedure. Therefore, the device was not implanted.

Event description:
Per the clinic, the patient reported a decrease in performance. The results of an integrity test 2008, indicate multiple electrode anomalies. Reprogramming was suggested but information was not provided if this occurred. Explant and reimplantation is planned but had not taken place at the time of this report may 13, 2009.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2010, during the same surgery. The patient was reimplanted with another device.(B)(4)